Event description:
Reference number (B)(4). Event occurred in the united states, it was reported that the patient experienced a cannula issue with an infusion set. The cannula was crimped. The event occurred betweem (B)(6) 2024. Patient noticed symptoms within 3 hours of insertion. The insertion of the site was the abdomen. Patient also experienced high blood glucose level. Blood glucose level was 500 mg/dl at the time of event. Patient took correction injection via mdi for the treatment. Patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.